Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the avalon fm20 fetal monitor audio volume is not working, even when volume is set to 10. Monitor is showing vital sings but without audio volume. Patient involvement is unknown. There was no reported patient/user injury.

Event description:
The customer reported that the avalon fm20 fetal monitor audio volume is not working, even when volume is set to 10. Monitor is showing vital sings but without audio volume. Patient involvement is unknown. There was no reported patient/user injury. The reported issue of no sound, even at the top volume setting, was confirmed by a third party repair technician. After consultation with philips it was determined that the speaker assembly needed to be replaced. A speaker assembly was replaced and an audio test was run and completed successfully. An additional case was opened to address a newly discovered boot failure. A search in salesforce found no further related calls, supporting that the audio issue was resolved and the case status as closed/fixed.